Event description:
The pk dissecting forceps instrument was returned, no further information was provided. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.